Manufacturer narrative:
Discus dental received a complaint on 10/30/2020 in which after the isolation procedures and placing the lamp near the patient's mouth, dental assistant turned on the lamp and the lamp sparked. Patient felt sting on her left clavicle area. This incident did not cause a death, or a serious injury. However, since the patient sought medical attention and in-office procedure used zoom lamp (class I medical device), this incident was reported to FDA . Zoom ap lamp with serial number (B)(4) was shipped to customer on 6/20/2007. On 11/16/2020, we received the zoom ap lamp with serial number (B)(4). Returned lamp was evaluated and found that the lamp buttons and display panel were functioning. The lamp had 94 hours of usage time. However, the lamp was not emitting light. The light bulb was burned out. No further information was provided on the patients wellbeing after several attempts based on the investigation results and available information, discus dental concludes that the lamp has been in use for 13 years. No corrective actions are required.

Event description:
Discus dental received a complaint on 10/30/2020 in which after the isolation procedures and placing the lamp near the patient's mouth, dental assistant turned on the lamp and the lamp sparked. Patient felt sting on her left clavicle area.